Event description:
From report by foreign distributor. "When the end user took flow sensor to connect with test lung for installation of the unit, the end user saw an electric spark, and observed that central axle within the flow sensor was "red" hot. Sensor was taken out and stopped using it.